Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further informaton is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this rv lead was found dislodged at pre-discharge follow-up on (B)(6) 2017. The lead was successfully repositioned on (B)(6) 2017 and remains actively implanted.